Event description:
The complainant notified the clinical trainer that the automated impella controller (aic) generated battery failure and battery level low alarms. There was no patient harm reported.

Manufacturer narrative:
The investigation of the reported battery failure has been completed. The impella automated controller was returned for investigation. The data log review confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set # 360) and a battery 2 communication failure alarm (smbus communication loss or sda short ¿ event set # 353) due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 2 liquid crystal display indicator was blank (fully discharged). Battest was recorded for the single cell decline. By swapping battery 1 and battery 2 connectors, we were able to determine that the power battery manager circuit board (pbm) operated correctly, and battery 1 was able to be charged/ discharged through both channels on pbm. After battery 2 was momentarily replaced by a known-good battery, the battery failure alarm was resolved, battest was recorded at each step. The battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure. The exact cause of the defective battery was unable to be determined. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.